Manufacturer narrative:
The patient continues to lvad support with no further issue reported. A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing red heart alarms on the system controller while connected to the power module (tethered support). A tear was noted in the distal end of the percutaneous lead and when the area was manipulated, a red heart alarm occurred. The alarm reportedly stopped once the percutaneous lead was stabilized. The manufacturer's technical services team member evaluated the patient's driveline and a distal end replacement of the percutaneous lead was performed.